Manufacturer narrative:
(B)(4). Initial reporter facility name: (B)(6). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole and a leak in the drain bag. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.